Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact observed 11 unit bolus requests on (B)(4) 2019 and (B)(6) 2019 that had been delivered to the customer. Review of the pump data logs verified that the bolus requests had been requested and delivered by the customer. The customer was unable to verify if the bolus requests had been intentionally delivered. There was no reported impact to the customer's blood glucose level.